Event description:
It was reported that, prior the device normal battery depletion (nbd) replacement, this right ventricular (rv) lead was tested whether bipolar pacing could be used during the device replacement as the patient is almost dependent. The bipolar pacing exhibited high pacing thresholds resulting in loss of capture, also with oversensing. During the replacement procedure, the physician connected the rv led to the pacing system analyzer and resulted as well in no capture and impedance could not be measured. The device was programmed to unipolar pacing and bipolar sensing. The physician wanted to implant a new lead, but the venogram showed total occlusion of subclavian vein with low collateral veins. For now, the programming was still acceptable and safe, and the clinic will have to revise in the near future. It is suspected that a clavicular crush caused damage to insulation. This rv lead remains in service. No additional adverse patient effects were reported.